Manufacturer narrative:
.

Event description:
Reportedly, during an implantation attempt of the ICD involved in this MDR, the right ventricular (rv) shock lead connections were made but the physician met difficulties to connect the left ventricular (lv) lead when tightening the setscrew and the wrench did not click. The physician wanted to verify this connection by unscrewing the setscrew and retightening but had difficulty getting the setscrew to unscrew. Once the lv screw was unscrewed, the physician could not get the wrench to click when tightening. The physician decided there was something wrong with the ICD connector and requested a new ICD. The physician then attempted to unscrew the rv shock lead is-1 connection but had difficulty unscrewing the setscrew and damaged the is-1 rv lead connector which pulled apart during removal. A separate rv rate sensing lead was implanted and connected to the ICD without a problem. The rv shock lead is-1 connector was capped. The subject ICD will be returned for analysis. Several wrenches were used during this attempted implant but were discarded and could not be retrieved. They will not be returned.

Event description:
Reportedly, during an implantation attempt of the ICD involved in this MDR, the right ventricular (rv) shock lead connections were made but the physician met difficulties to connect the left ventricular (lv) lead when tightening the setscrew and the wrench did not click. The physician wanted to verify this connection by unscrewing the setscrew and retightening but had difficulty getting the setscrew to unscrew. Once the lv screw was unscrewed, the physician could not get the wrench to click when tightening. The physician decided there was something wrong with the ICD connector and requested a new ICD. The physician then attempted to unscrew the rv shock lead is-1 connection but had difficulty unscrewing the setscrew and damaged the is-1 rv lead connector which pulled apart during removal. A separate rv rate sensing lead was implanted and connected to the ICD without a problem. The rv shock lead is-1 connector was capped. The subject ICD will be returned for analysis. Several wrenches were used during this attempted implant but were discarded and could not be retrieved. They will not be returned.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during an implantation attempt of the ICD involved in this MDR, the right ventricular (rv) shock lead connections were made but the physician met difficulties to connect the left ventricular (lv) lead when tightening the setscrew and the wrench did not click. The physician wanted to verify this connection by unscrewing the setscrew and retightening but had difficulty getting the setscrew to unscrew. Once the lv screw was unscrewed, the physician could not get the wrench to click when tightening. The physician decided there was something wrong with the ICD connector and requested a new ICD. The physician then attempted to unscrew the rv shock lead is-1 connection but had difficulty unscrewing the setscrew and damaged the is-1 rv lead connector which pulled apart during removal. A separate rv rate sensing lead was implanted and connected to the ICD without a problem. The rv shock lead is-1 connector was capped. The subject ICD will be returned for analysis. Several wrenches were used during this attempted implant but were discarded and could not be retrieved. They will not be returned.

Event description:
Reportedly, during an implantation attempt of the ICD involved in this MDR, the right ventricular (rv) shock lead connections were made but the physician met difficulties to connect the left ventricular (lv) lead when tightening the setscrew and the wrench did not click. The physician wanted to verify this connection by unscrewing the setscrew and retightening but had difficulty getting the setscrew to unscrew. Once the lv screw was unscrewed, the physician could not get the wrench to click when tightening. The physician decided there was something wrong with the ICD connector and requested a new ICD. The physician then attempted to unscrew the rv shock lead is-1 connection but had difficulty unscrewing the setscrew and damaged the is-1 rv lead connector which pulled apart during removal. A separate rv rate sensing lead was implanted and connected to the ICD without a problem. The rv shock lead is-1 connector was capped. The subject ICD will be returned for analysis. Several wrenches were used during this attempted implant but were discarded and could not be retrieved. They will not be returned.